Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the controller had a loose power port connection on power port one and a loose data port connection.  A critical battery alarm was also noted on (B)(6) 2017.  The controller was exchanged.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Conclusion: it was reported that the controller had a loose connection on power port one and data port connection. A critical battery alarm was also reported. The controller, (B)(4), was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the device passed functional testing. Visual inspection revealed a loose power port 1 and serial port connectors. As a result, the reported loose connectors were confirmed. Based on an investigation conducted, the most likely root cause of the reported event can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. The reported critical battery alarm was confirmed via review of the controller log files, which revealed one (1) critical battery alarm. During this instance, the battery involved went from a high relative state of charge (rsoc) to 0% rsoc. This observation is indicative of a communication error between the controller and battery. The most likely root cause of the reported event can be attributed to a communication error between the controller and battery. Heartware investigated communication errors. Of note, the controller, (B)(4), did not have the smr upgrade. If information is provided in the future, a supplemental report will be issued.